Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to tight the loose screw. A field service engineer inspected and found that latch screw was loose and tightened the screw. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a failure in remote manager. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.